Event description:
Consumer reported package short, lot # 3219230. She stated that there were 9 packages in the box instead of 10. Rubber stopper crooked in the barrel, lot # 3086653. Scale print crooked, lot # 3086653. Issues involve 2 different lots. Lot #: 3219230, 3086653 catalog #: 328440 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added to: h10 correction. B4, date of the report for the follow up number 1 was may 19, 2024, not may 20, 2024. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.